Event description:
It was reported that the patient came into the hospital feeling dizzy and short of breath with a low heart rate. The device was programmed to a low rate of 75, but on telemetry the heart rate was seen in the 50s. The sleep function was turned on. At the physician's request the sleep function was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.